Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c (501) module. The initial sodium result was 150 mmol/l and the repeat result was 131 mmol/l. The initial potassium result was 4.35 mmol/l and the repeat result was 3.5 mmol/l. The initial chloride result was 80.7 mmol/l and the repeat result was 94 mmol/l. The erroneous results were reported outside of the laboratory. The patient was retained in the ER for approximately three hours and had additional blood work performed. The customer was unaware of any adverse event for the patient. The repeat results were believed to be correct. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not find a cause. He checked the precision of analyzer which passed within specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.